Manufacturer narrative:
Concomitant medical product: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v158643, implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 24-sep-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for interstim - other. Patient reports falling in 2017. They further said they are having a problem with the leads and they think they are touching; the patient is burnt inside from that. They want to know when they can remove the unit and leads as well. It was reviewed that a healthcare provider (hcp) would have to determine if this is safe or not. Recently, they were having bowel issues so they turned their ins on and within two days they were so inflamed that they turned it off. Currently, the unit is off and they want to remove the system. The patient further said the ins was off since the first part of (B)(6) 2018 and was a nightmare so it has been off since then. No further patient complications have been reported as a result of this event.